Manufacturer narrative:
Investigation summary: the investigation has been completed. Low pump flow/suction: clinical details reported the pump was getting low flows and that the patient was on veno-arterial extracorporeal membrane oxygenation support. The product was not returned for investigation. Data log review confirmed low flows and suction events were occurring. At the beginning of the case, suction alarms were triggered frequently, and flows were almost at 0 liter per minute at p-1 for the first two days of care. Multiple "impella stopped - reverse flow" alarms were triggered, which occur when the pump is not running for greater than 10 seconds. Log review showed that at each of these occurrences, the pump was to be turned off. The placement signal also had very low pulsatility throughout the case. There were no motor current spikes outside of the pump being turned back on. On the fourth day, purge pressure momentarily spiked to 1000 mmhg then increased by 400 mmhg, and purge flow dropped. The purge pressure spike event was temporary, and based on logs, it does not factor into the low flow/suction throughout the entire case. Clinical details stated that managing this case was difficult because the patient had severe biventricular dysfunction, and the significant ventricular wall thickness causes frequent suction and periods of low flow from the impella. The cause of the low pump flow and suction were mostly likely related to the patients condition, as clinical stated that the patients biventricular dysfunction and ventricular wall thickness led to the suction and low flow events, which was confirmed by the low placement signal pulsatility seen in data log review. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The medical team in italy published in 2025 on a cp support from 12/2024. The patient had complicated history with marfan syndrome and prior tyron-david and bypass. The pump was placed as care escalation from an iabp. The cp was placed along with ECMO and support with the cp had persistent low flows/suction during the support, but the pump remained on until heart transplant at day 16.